Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt is overcorrected in the left eye following refractive surgery over an iol implant. The surgeon's target for this pt was -.75 sphere and at 5 week post-op manifest refraction was +1.50 -2.00 x 161. Bcva improved by 1 line. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).